Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating that there was a speaker malfunction. It is unknown if the device could produce an audible sound. It is unknown if the device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
E1: reporting institution phone: (B)(6). E1: reporter phone# (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.